Manufacturer narrative:
Based on the claim against the product by the customer noting broken blade, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to fail the energy recognition test. The instrument was placed on an in-house system and passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument failed the energy recognition test, and the instrument generated the message "tighten assembly" on 2 out of 3 attempts. On 1 out of 3 attempts, it passed the energy recognition test. A review of the logs was unable to identify any failure specific to the instrument. An additional observation related to the customer reported complaint included a broken curved blade at the distal end. The blade broke at roughly 0.109¿ from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace instrument was not working for about 2 times then the instrument blade broke. There was no report of fragments falling inside the patient. The procedure was completed with a backup instrument of the same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was inspected prior to use with no abnormality identified. The customer confirmed that the instrument blade was broken off, but no fragment fell inside of the patient.